Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient suffered from occurrence of high temperature postoperatively during the hospitalization for the initial crt-p implantation. The patient was hospitalized. Amoxicillin was given. For diagnostics, blood and urine samples were taken. Should additional information be received, this file will be updated.

Manufacturer narrative:
It was reported that the fever occurred as part of bacteremia of staphylococcus saccharolyticus. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.